Event description:
Pt being resuscitated secondary to seizure activity. Ambu bag appeared to be operating normally while using mask. Pt intubated and bag attached to endotracheal tube. Two breaths were given and pt's chest expanded. Bag became hard and reservoir bag became fully inflated. The bag was detached and airway checked. Then the bag was reattached with repeat of problem after two breaths. Reservoir bag then exploded with loud popping sound. Ambu bag removed and tested with test lung at 15 l/m flow with same results.